Event description:
(B)(4). Implants inserted at kaiser permanente. Experienced severe pain and cramping but was told it was normal. Now diagnosed with early pid. Experiencing severe pelvic pain, cervical lesions, large blood clots passing during periods, severe pms, and migraine headaches.